Event description:
The article, "transcatheter closure of patent ductus arteriosus in infants weighing less than 6 kilograms ¿ a two-center experience. Technical considerations", was reviewed. The article presented a case study of a 4.1kg patient with a 2.8mm type d patent ductus arteriosus (pda). It was reported that on an unknown date, a 4-4mm amplatzer piccolo occluder (apo) was chosen for pda closure. During procedure, the patient experienced transient pedal pulse loss which was resolved after heparin administration. During implant procedure, the 4-4mm apo was unstable and a decision was made to replace the device with a 5-4mm apo. The 5-4mm apo was subsequently attempted for implant before downsizing to a 4-2 apo. It was then reported two days post-procedure, the 4-2mm apo had embolized into the pulmonary artery. A decision was made to explant the device via transcatheter snare or lasso. [The primary and corresponding author was michal galeczka, department of pediatric cardiology and congenital heart defects, fms in zabrze, medical university of silesia in katowice, silesian center for heart diseases, zabrze, poland, with corresponding email: michalgaleczka@gmail.com].

Manufacturer narrative:
As reported in a research article, transcatheter closure of patent ductus arteriosus in infants weighing less than 6 kilograms a two-center experience. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter closure of patent ductus arteriosus in infants weighing less than 6 kilograms ¿ a two-center experience. Technical considerations.